Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. A device history record review was performed, and no relevant findings were identified. The complaint details were reviewed. Case details were reviewed. Following the tavr, an 18f manta was deployed for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the surgeon encountered difficulty attempting to advance the bypass tube into the sheath hub. Several unsuccessful attempts were made to lock the device into the sheath, and after several minutes, the physician removed the first 18f manta device, and a second 18f manta device was loaded onto the guidewire and deployed without issue. The patient did not experience any harm or health consequences from this event, hemostasis was immediate, and the patient's outcome post-procedure was fine. A CAPA was previously opened under teleflex quality system to address this issue. Based on the investigation, the root cause has been determined to be manufacturing related. Further investigation related to this event will be initiated if the occurrence rate exceeds the limit as per the CAPA.

Event description:
It was reported that " first 18fr manta failed to completely connect to sheath. 2nd manta opened and successfully delivered. No medical intervention was performed. The patient was reported as fine."

Manufacturer narrative:
(B)(4). UDI will be provided with the follow up report.

Event description:
It was reported that " first 18fr manta failed to completely connect to sheath. 2nd manta opened and successfully delivered. No medical intervention was performed. The patient was reported as fine."